Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: initial reporter's facility name; (B)(6) .investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a no disposable clamp tubing alarm. Troubleshooting performed and device turned back on, alarm returned. There was patient involvement, and no patient harm/adverse event reported.